Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflation reached 4 to 5atm for about 15 seconds; ruptured before reaching the nominal size upon first inflation. The device was removed without issue and the procedure was completed with another of same device. No patient complications were reported.